Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced off no power anomaly. The customer's blood glucose value was unknown. The customer reported two instances where the screen went completely blank with no alarm. The customer received failed battery test after they removed the reinserted the battery. The product was not returned for analysis.